Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one partial unsealed powerport MRI isp implantable port kit was returned for evaluation. Gross, visual evaluation were performed. The top corners of the outer tray were noted to have fractures as the tray portions appeared to be missing. The top corners of the tyvek label were noted to have tray/plastic material attached. A guidewire portion was noted protruding the top right corner of the product tray as the product tyvek label was noted partially unsealed. Appeared to be dents, were noted on the bottom corners of the outer tray. Components within the tray did not look affected. Therefore, the investigation is confirmed for the reported packaging problem issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(unique identifier (UDI), g3, h6 (device, component, method, result) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that prior to a port placement procedure using the powerport m.r.I. Isp, upon opening the shipping box it was noted that the product packaging was allegedly damaged. There was no patient contact.

Event description:
On (B)(6) 2025, it was reported that prior to a port placement procedure using the powerport m.r.I. Isp, upon opening the package it was noted that the product came was allegedly damaged. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable b5, d4 (medical device lot #, medical device expiration date, unique identifier (UDI) #), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure using the powerport m.r.I. Isp, upon opening the package it was noted that the product came was allegedly damaged. There was no patient contact.